Event description:
During placement of power PICC (double lumen), the guidewire did not want to come out of line with gentle pulling back and could not be rethread. Nurse had attempted to pull back out of the introducer to ensure that it was not positional and it was not. Catheter was also flushed with 10-20 ml of normal saline to ensure that friction wasn't involved and it was not. The device was removed from the patient and replaced with a new PICC. There was no patient injury.